Event description:
It was reported the hard drive was damaged. The field engineer reported the system was not able to boot up due to this issue. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. No conclusion can be drawn as repair information is unavailable.